Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low glucose event overnight while using the ilet system, with the customer support team reviewing glucose control, meal announcements, high and low management, and site/cartridge change, and later learning that a prior cgm sensor was left on while a new sensor was started, after which the expired prior sensor stopped transmitting and the user entered a blood glucose value into ilet and then entered the new sensor code, after which glucose readings stabilized. Symptoms included dizziness and fatigue associated with hypoglycemia. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of backup therapy. Investigation included customer interview, review of use behaviors, and education on correct sensor code entry and alert response. Investigation of this case revealed that cgm data continuity was disrupted by concurrent sensors and subsequent sensor expiration, leading to low readings of uncertain accuracy and prompting ilet to request a blood glucose entry, with device function restored after correct sensor pairing and code entry. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient objective evidence linking device malfunction to the event and confounding factors from cgm setup. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.